Event description:
It was reported to philips that the system gave a geometry error and preventing tabletop movement. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.